Event description:
It was reported that during a robotic laparoscopic sigmoid colectomy, when the device was used for an end-to-end anastomosis, the stapler locked on tissue and would not open, remaining stuck in the patient. A yellow swimlane error appeared related to the reload. The stapler did not complete the firing sequence as expected, and the anvil/spike did not open after firing, requiring manual intervention. Removal of the device from the anastomosis was difficult and took approximately 2-3 minutes to remove from the colon. Troubleshooting steps included detaching and reattaching the stapler from the adapter, resetting the stapler by pressing two fire buttons simultaneously, attempting to reset the spike by pressing four rotation buttons simultaneously, and ultimately using a manual retraction tool to manually open the anvil. Upon visual inspection with a scope, a singular unformed staple was observed at the anastomosis, although the donuts were intact and the anastomosis appeared complete otherwise. A leak test was conducted and showed no bubbles, confirming the integrity of the anastomosis. The procedure was extended by 20 minutes due to device issues.

Manufacturer narrative:
D10 concomitant products: sigphandle-rfb, sig power handle sigphandle-rfb, (serial #(B)(6); sigcirxl, sigcirxl signia circ adapt x lng length, (serial #(B)(6); sigpshell, sig power sigpshell control shell, (lot #n5c2366yy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the received anvil was tilted and matched the reload. There was some visible damage to the anvil splines. The anvil cut ring was partially severed. The instrument was fully fired. The pushers were visible above the cartridge. The knife blade showed signs of normal use. It was reported that the device was difficult to remove from cavity. A yellow swimlane error appeared related to the reload and the stapler did not complete the firing. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.